Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and that mesh was implanted into the patient. It is unclear on which date mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 due to sui. It was reported that following insertion the patient experienced pain, dyspareunia, vaginal scarring and depression/anxiety. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009 (mesh removal, reconstruction of vagina) and (B)(6) 2012.